Event description:
It was reported that the pedal became stuck. A rotablator rotational atherectomy system was selected for use. During procedure, it was noted that the foot pedal became stuck. The pedal had to be manually lifted. The procedure was completed with the same device. No patient complications were noted.